Event description:
Fnc (B)(4). Incident occured on (B)(6) 2020 in vietnam - information email sent by the distributor on 03/04/2020 to the commercial sbm service: not received by the latter. Complaint identified with distributor message announcing the return of the medical device. "Ligafix was broken during surgery".

Manufacturer narrative:
There is no clinical consequence for patient the surgeon indicate that the device not caused serious injury. No delay in surgery over 30mn. Additional informations: the patient retain piece of the fractured screw. Potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Recurrence for this type of event for the same distributor: technical sheet with characteristics of ligafix screws was transmitted on (B)(6) 2020 to the distributor for reminder (event date: (B)(6) 2020) - our export area sales manager keeps in touch to identify possible improvement points on the surgeon's technique and to follow up with the techical sheet - hypothesis: according to first elements transmitted, non-compliance with the instructions for use. Follow up 1 - device evaluation. We are late in the assessments because of the special sanitary conditions since 2020 (restricted teamwork). The screw broke in at least two pieces, one of the pieces was returned to sbm. No fragment of the tip of the screw and/or the cylindrical portion is present: they remained inside the patient. The screw has multiple fractures: one at the junction of the tip with the cylindrical portion of the screw. One helical fracture extending from the fracture of the tip to the birth of the exit cone. The threads of the screw are free from damage: they are neither lying nor sheared. The imprint of the screwdriver is free from damage but insertion test of ø9 screwdriver into screw recess could not be performed due to deformations generated by the helical fracture. No information was forwarded to sbm regarding the circumstances surrounding this incident. The batch of screws presents no manufacturing defects. Everything complies with specifications. Based on how the manufacturing phase for this batch of ligafix unfolded, manufacturing conditions cannot be the origin of the failure, and the high level of molecular weight at the end of the manufacturing phase proves it. The shape and position of the screw fracture are typical of torsional breakage. In the absence of several elements surrounding the circumstances of the screw breakage, the hypotheses that can explain this breakage are as follows: 1. While the screw was being driven, the screw took a divergent trajectory from that of the tunnel, causing significant flexural and torsional stresses within the root of the screw, especially when the screw was traversing the cortical wall. These stresses led to a deformation of the screwdriver recess, which is almost zero at the bottom of the recess and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of duosorb (the constituent material), which caused the screw to break. 2. The btb graft and the tunnel do not leave enough space for the screw to pass through without first tapping which can result in a tunnel ø < screw ø and generated high friction forces over the entire surface of the screw when passing through the cortical wall . All of these stresses led to a deformation of the screwdriver recess: the deformation was almost zero at the bottom of the recess and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of duosorb (the constituent material), which caused the screw to break. Because of recurrence, corrective action has been under way since 2020 and we are planning monthly meetings via skype with our distributor to monitor actions and trainings since february 2021.

Manufacturer narrative:
There is no clinical consequence for patient. The surgeon indicate that the device not caused serious injury. No delay in surgery over 30mn. Additional informations: the patient retain piece of the fractured screw. Potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Recurrence for this type of event for the same distributor: technical sheet with characteristics of ligafix screws was transmitted on (B)(6) 2020 to the distributor for reminder (event date: (B)(6) 2020). Our export area sales manager keeps in touch to identify possible improvement points on the surgeon's technique and to follow up with the techical sheet. Hypothesis: according to first elements transmitted, non-compliance with the instructions for use.

Event description:
(B)(4). Incident occured on (B)(6) 2020 in (B)(6) - information email sent by the distributor on 03/04/2020to the commercial sbm service: not received by the latter. Complaint identified with distributor message announcing the return of the medical device. "Ligafix was broken during surgery".